Event description:
Per the clinic, the patient experienced issues with retention, sound quality, and skin irritation. The patient underwent revision surgery on (B)(6) 2020, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.